Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging black marks on their one touch ping meter. The patient noticed that the display was damaged at around 10:30pm on the night of (B)(6) 2011 and was unable to test their blood glucose. At an unspecified time after noticing the alleged issue, the patient had developed symptoms of feeling shaky. The patient's parents treated the patient with peanut butter and juice and did not seek any further medical attention. The patient had to borrow someone else's meter to test their blood glucose in the meantime. This was not the first time the product was being used. There was no misuse of the product based on the initial call. Product was replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the black marks, he was unable to test and at an unspecified time later developed symptoms suggestive of a serious injury based on lfs definition and had to be treated with food/drink.

Manufacturer narrative:
The 510 (k) # is k082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter's lcd was found to be cracked/broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.